Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2850 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced alopecia ("experienced thinning hair"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter information, product indication, start date, stop date, event: medical device removal, action taken with drug, removal details updated. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2850 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced alopecia ("experienced thinning hair"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 624832) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, menorrhagia, heavy periods, parity 2, gravida ii, pelvic pain, low back pain and obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2852 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At an unknown time, she experienced alopecia ("experienced thinning hair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2016. The reporter considered alopecia and medical device removal to be related to essure administration. The reporter commented: right: 3 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.139 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2015: clinical history: reason: chronic lower abdominal pain x 1 year worse x 3 weeks. Findings: the uterus is mild lobulated, which may present possible fibroid uterus. Bilateral essure microfilaments are noted in the pelvis. [Hysterosalpingogram] on (B)(6) 2008: impression: proper placement of the essure devices present with no evidence of any free peritoneal spillage is seen. [Pathology test] on (B)(6) 2016: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: chronic cervicitis. Secretory endometrium with decidualized stroma. Leiomyomata. Fallopian tubes, bilateral, showing no pathologic features clinical history: pelvic pain, dysmenorrhea and menorrhagia gross description: there is also a coiled metal intrauterine device. Specimen(s) received: uterus, non-tumor, hysterectomy. Uterus, cervix, and bilateral fallopian tubes for permanent. [Urinary system x-ray] on (B)(6) 2015: diagnoses: fatigue reason: evaluate for essure device. Made out of nickel. Look to see if still in pelvis and not migrating. Findings/ impression: bowel gas pattern is within normal limits. No abnormal calcifications are identified. Essure micro coils are seen in the pelvis in expected position on non contrast plain film of the abdomen and pelvis. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters,medical history,lab data,patient information,lot no.,expiry date,removal date,event onset date,added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 624832) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, menorrhagia, heavy periods, parity 2, gravida ii, pelvic pain, low back pain and obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2852 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced alopecia ("experienced thinning hair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia and medical device removal to be related to essure administration. The reporter commented: right: 3 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.139 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2015: clinical history: reason: chronic lower abdominal pain x 1 year worse x 3 weeks. Findings: the uterus is mild lobulated, which may present possible fibroid uterus. Bilateral essure microfilaments are noted in the pelvis. [Hysterosalpingogram] on (B)(6) 2008: impression: proper placement of the essure devices present with no evidence of any free peritoneal spillage is seen. [Pathology test] on (B)(6) 2016: final pathologic diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: chronic cervicitis. Secretory endometrium with decidualized stroma. Leiomyomata. Fallopian tubes, bilateral, showing no pathologic features clinical history: pelvic pain, dysmenorrhea and menorrhagia gross description: there is also a coiled metal intrauterine device. Specimen(s) received: uterus, non-tumor, hysterectomy. Uterus, cervix, and bilateral fallopian tubes for permanent. [Urinary system x-ray] on (B)(6) 2015: diagnoses: fatigue. Reason: evaluate for essure device. Made out of nickel. Look to see if still in pelvis and not migrating. Findings/ impression: bowel gas pattern is within normal limits. No abnormal calcifications are identified. Essure micro coils are seen in the pelvis in expected position on non contrast plain film of the abdomen and pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.